Manufacturer narrative:
The returned driver was examined under magnification. A torsional fracture pattern was found along with sign of fatiguing. A torsional fracture pattern likely indicates an excessive twisting load (torsion). Additional mdrs associated with this event: 3025141-2019-00107: drill 1. 3025141-2019-00108: drill 2. 3025141-2019-00110: screw. 3025141-2019-00124: drill guide.

Event description:
While implanting a distal clavicle plate, a locking screw was being inserted when the driver tip broke off in the screw head. The tip could not be removed from the screw head and remains implanted. The drills were bent.